Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator failed pre-operational testing due to a problem with the oxygen regulator. No patient involvement reported.